Manufacturer narrative:
There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues.

Event description:
Abutment removed due to non-use of sound processor.